Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch of more than 3000 ohms due to lead conductor fracture. This ra lead was surgically abandoned and a new ra lead with a different model was placed. No additional adverse patient effects were reported.